Manufacturer narrative:
The device was received fully deployed. The soft cannula was not observed extended past the bottom housing window. Inspection of the soft cannula found it to be torn and shortened, measuring out of specification at 0.5835 inches in length. It could not be determined when or how this damage occurred. The download data shows the device completed 46 first prime pulses and was deactivated by the user at the end of second prime. No damages or defects were observed on the needle mechanism assembly that would result in the cannula failing to deploy. Although no damages or defects were observed that would result in the cannula failing to deploy, it could not be determined when the cannula assembly deployed, and the cause of the reported cannula failing to deploy event could not be determined.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.